Manufacturer narrative:
Concomitant products: product ID 8709, lot # l80322, implanted: (B)(6) 2000, product type catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) was having difficulty accessing the center port. The hcp attempted to refill for about half an hour and felt metal on metal. The patient was going to have an x-ray to image the orientation of the pump. The pump was "possibly flipped." The low reservoir volume was changed to 1.1 ml so it would have an alarm date of (B)(6) 2013. There was concern that the pump was going to alarm over the holidays. It was later reported that the cause of the event was inability to find the port to refill. The pump was replaced (B)(6) 2013. The pump needed a battery change. The patient was due for a new pump secondary to decreased battery life. At the time of surgery the pump was not flipped, but was in a "somewhat awkward" position. The device system was used to deliver gablofen.